Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pulse generator change out, the physician noted the right atrial lead was fractured. The lead was capped on (B)(6) 2016. The patient was stable post procedure.